Event description:
Consumer called to report getting some very high readings from their paradigm link meter. Analysis run on clark error grid using mean avg. Reading (213) as ref. Point vs. Bd readings of 61,365 yielded data points in the c/e zone of the grid, outside of acceptable limits.